Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the tap was cracked and breaking. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual and optical examination of instrument confirms the tip of the tap is broken; the broken off portion of the instrument tip was not returned for analysis. The location and morphology of the fractures are indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with misalignment of the tap with respect to guidewire during usage.